Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-op diagnosis: spinal canal stenosis procedure: oblique lumbar interbody fusion levels operated: l2/3, l3/4 it was reported that during surgery, the grasping mechanism of the cage broke. It was confirmed that inserter could no longer grasp the cage when detaching the cage from it. No narrowing of the intervertebral disc was observed, and the cage was seemed to be inserted parallel against the intervertebral disc. Patient complications were reported as unknown.